Manufacturer narrative:
Additional lot # k130108. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
During the surgery, the reamer shafts could not be assembled with the reamer head. A backup device was used and there was no adverse outcome to the pt or the user.